Event description:
It was reported that this pacemaker was unable to be interrogated as it was getting an error message on two communicators. The device experienced safety switch. The device remains in service. No adverse patient effects were reported. Additional information received, the physician plans to perform an explant once the device reaches elective replacement indicator (eri).

Event description:
It was reported that this pacemaker was unable to be interrogated as it was getting an error message on two communicators. The device experienced safety switch. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected

Event description:
It was reported that this pacemaker was unable to be interrogated as it was getting an error message on two communicators. The device experienced safety switch. The device remains in service. No adverse patient effects were reported. Additional information received, the physician plans to perform an explant once the device reaches elective replacement indicator (eri).